Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that emergency medical services transported them to the emergency room on (B)(6) 2018 for a low blood glucose of 31 mg/dl. The paramedics disconnected the customer from the insulin pump. The customer treated intravenously and had their blood glucose checked every half hour. He also spent time in the intensive care unit. Prior to the hospitalization, the customer ate breakfast and did not bolus. However, they became unconscious from a low blood glucose value. The customer believed that the insulin pump was over-delivering; the device did not suspend when they were booted out of auto mode. The customer did not know if the auto mode feature on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed. The insulin pump was not returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional testing, including the self test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor, displacement and delivery accuracy tests.